Event description:
Low back and right groin leg pain, hips and thighs. Underwent a l5-s1 discectomy and fusion with spinal instrumentation 3/4/94. Had severe pain with metal implant walking, standing, bending, lying on back. So dr said rptr would have less pain when he removes it, which was done on 1/10/95.